Event description:
The pt developed post-op diffuse lamellar keratitis in the right eye after lasik surgery. The condition went untreated and resulted in a corneal melt. The pt is now receiving treatment to resolve the condition. No further info is available.